Event description:
Mc1273 cycle 3. Thromboembolic event grade: 3 attribution: 3. Lung infection: grade: 3 attribution: 4. Patient presented to local hospital with increased shortness of breath and weakness. Patient had a CT chest which showed bilateral pulmonary emboli. He was admitted for acute pulmonary embolism/pneumonia. Patient was started on clindamycin, vancomycin and zosyn. He was also placed on lovenox. Patient improved and was sent home (B)(6) 2015 on lovenox bridging and coumadin, and antibiotics to complete the course for this pneumonia. Therapy dates: (B)(6) 2012 - (B)(6) 2014. Indication: ca of right oropharynx.